Event description:
It was reported, the patient¿s pump was replaced in (B)(6). Per the patient¿s family, they believed that it was replaced because, it wasn¿t working properly as the patient just recently had a pump replacement due to regular replacement interval. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8575 lot# n091113, implanted: 2007 (B)(6); product type accessory product ID 8709 lot# l81595, implanted: 2000 (B)(6); product type catheter. (B)(4).